Manufacturer narrative:
Date rec¿d by MFR: 30sep2019. Date of report: 01oct2019. The manufacturer¿s international service technician could not confirm the reported issue. The manufacturer¿s international service technician ran functional tests (pressure accuracy test and flow accuracy test )and no anomaly was found. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported oxygen device failed. Oxygen device failed occurred immediately after the bacteria filter was replaced at use. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported oxygen device failed. Oxygen device failed occurred immediately after the bacteria filter was replaced at use. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.